Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 466 mg/dl and 491 mg/dl. The customer stated that the sensors and had been going off on all day alerting high. The customer was advised to change out sensor due to issues persisting. The insulin pump will not be returned for analysis.